Manufacturer narrative:
(B)(4) - investigation in process, no method, results or conclusion can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated a prism analyzer generated an increased number of false positive prism hiv-o plus results over the previous two weeks. Six samples from long time previously non-reactive donors generated repeat reactive results on the prism analyzer. The six samples were confirmed negative by western blot testing. No specific patient data was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation method: field data related to the quality issue within the complaint (elevated reactive rates) from multiple customers and reagent kits from lot 80236m100 were reviewed in this investigation. In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a review of field data in the prism metrics database system, and a review of labeling. Field data for lot 80236m100 indicated the lot is performing within acceptance criteria. Labeling was reviewed regarding false-reactive test results and found to be adequate. Based on the results of this investigation, (B)(6) reagent kit lot 80236m100 is performing according to product label claims. This is the final report.